Manufacturer narrative:
Product analysis: at analysis it was determined that the printed circuit board (pcb) had a component failure - cause unknown, the spacer lem board was broken, and the stylus tip position on the touch screen required calibration. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required planned maintenance and repairs. The program was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer tested out of specification during manufacturer's analysis.